Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found loose distal setup joint (suj) on arm 4 (no issues found with universal surgical manipulator). Fse replaced the distal suj to resolve the issue. The system was tested and verified as ready for use. Isi did receive the distal suj to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the reported complaint during in-house testing. The arm complaint details described the customer and the fse both experienced horizontal axis movement on the distal suj when arm was not clutched. This unit was installed onto a golden system where no errors were triggered, but the wrist had side to side movement when the arm was not clutched, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed all relevant testing, but loose friction was felt during testing. Upon visual inspection, the wrist housing appears to move and the 3 screws holding the brake to the housing were found loose. As a result of these findings, failure analysis was able to conclude that the wrist brake main housing and the wrist brake are consistent with the reported event and the potential root cause.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that arm 4 was slipping and the surgeon was noticing extra vibration regardless of the instrument. The customer was asked to check the remote center of the cannula on arm 4, but the customer was unable to do so at the time of the call. No further troubleshooting was performed as the surgeon continued to work. The customer also complained about a lag on arm 4 that was noticed at startup. No errors were found for wiggle test issues, and a 100 error was found in the logs. The procedure was completing as planned with no reported injury.